Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was part of the system which was experiencing high thresholds as per additional information received. The representative said that the physician called to report that the device was on end of-life and that the patient was on do-not-resuscitate. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).